Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device - 6.5 years. Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad). It was reported that the patient presented to the clinic on (B)(6) 2015 for a routine visit and was admitted due to an abscess at the driveline exit site. The patient was to be taken to the operating room for incision and drainage of the abscess and washout of the driveline exit site. No further information was provided.